Event description:
Customer reported that during an mra renal procedure, the vein blew and contrast was leaking under the skin in the pt's hand. The pt did not complain of any pain or discomfort during injection; she was taken to the ER for precautionary reasons. The amount of contrast (gad) infiltrated is unk, however, there was no contrast on the images.

Manufacturer narrative:
Tech support confirmed with the operator the injector is working correctly. Operator stated that no service eval is needed.